Event description:
Test that are being ran during the neurolink are making me have suicidal thoughts. I have sought professional help for the implant and have made my concerns known to neurolink to no avail. They have directly cause sleepless nights and worsening conditions with my heath, eating habits and lack of sleep for the past three nights. (B)(6) 2025. My symptoms have been repeatedly ignored and am fearful of what implications this will cause myself and others in the future. Test date: (B)(6) 2025, cat scan, results: positive. Please look into my specific implant and data storage immediately to ensure mine and other patient's safety, mental and physical stability.